Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure, the patient reported weakness in a leg. The leads were explanted and it was noted that there was a csf leak during the implant procedure. There have been no reports of further complications regarding this event and the patient plans to be re-implanted in the future.

Manufacturer narrative:
Follow-up indicated that the ipg was also explanted due to continued weakness in the lower extremities. There have been no reports of further complications regarding this event.